Event description:
The customer reported that the central nurse's station (cns) was stuck in a boot loop after a power outage. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was stuck in a boot loop after a power outage. No patient harm or injury was reported. Investigation summary: the device was evaluated at nihon kohden, and the hard drives were replaced to resolve the issue. The symptoms reported were indicative of hard drive failure. This is confirmed by nihon kohden. Hard drives are recommended to be replaced every two years or 20,000 hours of use. The boot up failure occurred roughly five years after it was first put into use. Though possible, it is unlikely that natural hard drive failure coincided with the power outage. It leaves the probable cause of power outage inducing the hard drive failure. Service history for this serial number shows this is an isolated incident. Boot up issue overview boot up failure, including boot looping, booting into bios, failure to load cns application, and failure to complete the boot up cycle are results of hard drive failures. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive reaching the end of its lifespan (two years). The environmental factors are characterized by an abrupt power loss to the hard drives, such as a power outage, specifically while the drives are being read. These abrupt power losses could damage sensitive internal hard drive components.

Manufacturer narrative:
The customer reported that they experienced a power outage and as a result the central nurse's station (cns) is stuck in a boot loop. The customer will send in the unit for evaluation/repair. A loaner unit was requested by the customer. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they experienced a power outage and as a result the central nurse's station (cns) is stuck in a boot loop. There was no patient injury reported.